Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was located in the patient's body and then removed. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and confirmed customer complaint. Based on visual inspection, testing concluded that the sensor wire for (B)(4) is detached from the sensor pod and housing puck. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.